Manufacturer narrative:
The following other hip devices were also listed in this report: primary tritanium hemi solidback cup 60mm, cat# 500-03-60f, cat# mlm65l. V40 cocr lfit head 40mm/+0, cat# 6260-9-140, lot# mklhxk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's dislocation. Additional info (including x-rays and medical records) was requested. When completed, the eval summary will be submitted in a supplemental report.

Event description:
It is reported that: surgeon revised pt's right hip because of repeated dislocations. Surgeon removed the cup, liner, and head and replaced with bigger cup, mdm liner, and mdm head.